Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted (B)(6) 2015; 5076-58 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing, small p-waves and high thresholds that had been elevated for a few months noted on the right atrial (ra) lead. It was further reported that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.